Event description:
A customer reported to baxter product surveillance that the blue end cap at the distal end (farthest from the spike) of a clear link secondary set was very tight and required hemostats to remove it. This occurred before usage. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed on the specific lot number and it did not confirm the reported issue. Similar reports have been received for the reported problem. The product released met all specifications and no particular event during production or prior production could have contributed to the reported problem. A companion sample was sent in for an evaluation. Visual inspection showed that there was no sign of damage or tool marks to the end cap. Each end cap was then hand removed with a slight twist and pull motion. Because the end caps were removed with no abnormalities noted, the reported condition was not confirmed. The cause of this condition was not identified.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.